Manufacturer narrative:
Date sent: 11/14/08. Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a roux-en-y procedure, the anastomosis appeared to be intact. There was no mechanical or tissue failure noted. The pt was sent to the floor for recovery. On the following day, the pt was returned to the or and an open procedure was performed to repair the jejunum failure. They opened the pt and stapled out the section. Upon initial observation, the staples appeared to be properly formed but the tissue was not anastomosed. The tissue was open. The entire intestinal content had leaked into the bile. It appeared that one side of the staples were properly formed, the other side did not seem to have staples. The pt got progressively worse over the weekend. The pt is now septic and on ventilation.